Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2014-21625.

Manufacturer narrative:
Results - microscopic inspection of the extension did not reveal any anomalies; however continuity testing supported the observation of channels 2 and 8 had an intermittent open when stressed. As there was no breach of the outer tubing, the kink was consistent with an overstress condition the lead was subjected to while inside the patient. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.